Event description:
It was reported that the atrial lead exhibited undersensing of a fine atrial fibrillation (af) episode, and intermittent non-capture was suspected. The lead was thought to be 'dysfunctional.' The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.